Event description:
The patient is a participant in a clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five days post leadless implantable pulse generator (ipg) implant the patient experienced a superficial surgical incision site infection. Mild redness was noted. Antibiotics were administered, and the infection resolved. The device remains in use. No further patient complications have been reported as a result of this event.